Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that since implant, they could never get their device to work right. It was stated that the little blue pill myrbetric came along so their implantable neurostimulator (ins) had been turned off for a little over a year. During the call, the patient mentioned they had a magnetic resonance imaging (MRI) of their lungs so they could see where the breakage was of their back. It was stated they needed an MRI of their back in the area where the ins was located, l1-2-3-4. The patient stated that prior to getting the ins, they had broken their back in that same area, but at the time they didn¿t realize their back would keep going down and getting worse. It was noted when they stepped off a curb, the pain brought them to their knees. In order for the patient to get injections to where they would work, they needed a MRI. The patient stated that they know for a fact that their back was hurting from the broken back. Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.